Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited far r-wave oversensing leading to inappropriate automatic mode switch(ams). Programming changes were performed. There were no patient consequences. No additional information was reported.